Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The patient experienced a fall and sustained an anterior dislocation of left reverse tsa. The case report form indicates the event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The patient experienced a fall and sustained an anterior location of left reverse tsa. The case report form indicates the event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.